Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2014. Patient claimed that upon attempting sensor insertion, the sensor wire retracted with the applicator and did not insert. At the time of contact, the patient did not report any injury or medical intervention.